Event description:
It was reported that the patient underwent a gynecological procedure in 2007 and mesh was used. The patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary & fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(6).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-05900. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient also underwent lavh and bso on (B)(6) 2010 due to erosion of the posterior cervix and upper vagina with continuous bleeding not responding to conservative measures.

Manufacturer narrative:
It was reported that the patient underwent a mesh removal surgery on (B)(6) 2010 due to posterior cervix and vaginal erosion and bleeding. (B)(4).